Event description:
Pt has had increased pain since dec. 2004. Pt has pain and instability with increased activity and weightbearing. Pt has a left knee arthroplasty 1998. Pt was admitted for a revision left knee. During the procedure all components were removed and replaced.